Event description:
Distractor broke at the weld between the distraction mechanism and the foot plate. Patient fell of the slide during the consolidation period. Item was removed and replaced by the same item number.

Manufacturer narrative:
Tensile cracks and bending were observed under the stereo microscope. There were no indications of material or manufacturing defects observed. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information can be gathered that might add value to the contents of the investigation report, an additional follow-up report will be submitted.